Manufacturer narrative:
The insulin pump was received with a detached end cap. They were unable to test for the prime/fill anomaly or compromised force sensor system alarms due to the detached end cap. The pump had cracked battery tube threads, a cracked reservoir tube lip, cracked case window display corners, a scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Caller stated that they received the alarm twice and now it is squirting insulin during the manual prime process. Customer's blood glucose was 273 mg/dl. Customer's mother stated that the drive support cap appears normal. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and to revert to a back-up plan.